Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had unspecified pump error alarm.. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted. Device passed self-test and displacement test. Device back light properly and no a5 alarm anomaly noted. (B)(4).